Manufacturer narrative:
The set screw on the fowler cylinder was misadjusted. This is not likely an assembly error because the cot was performing to specifications when it was received initially by the customer. It is unk how the set screw became misadjusted.

Event description:
It was reported that the fowler on the cot would not move.